Manufacturer narrative:
(B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient reported they experienced hallucinations and symptoms of hypoglycemia. The cgm displayed 6.4 mmol/l; however the bg value was 2.7 mmol/l. Paramedics were called and the patient was taken to the hospital. Unspecified medical intervention was reported. The reported glucose values fall within the c zone of the parkes error grid. No data or product was provided for investigation. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.